Manufacturer narrative:
The technician found the patient position module board not loud enough. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. The technician replaced the patient position module power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported he found the bed with a note stating the bed exit alarm was not loud enough. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).